Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational circumstances. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the bdc interacted with the moderately calcified and moderately tortuous anatomy resulting in the difficulty advancing the device. The balloon likely interacted with the challenging anatomy, resulting in the ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D3 ¿ name, address 1, city, postal code: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal third of the brachiocephalic vein with moderate calcification, moderate tortuosity and 80% stenosis. The 12x20mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced with some resistance noted, related to tortuosity close to the stenotic area. The armada was inflated once to 8 atmospheres when a rupture occurred. There was no adverse patient effects and no clinically significant delay in the procedure. Another armada balloon was used to complete the procedure. No additional information was provided.